Manufacturer narrative:
This device has been returned and will be analyzed. Upon analysis, this event will be updated.

Event description:
Boston scientific recieved information that this implantable cardioverter defibrillator (ICD) triggered elective replacment indicator (eri) and was explanted and replaced. It was also noted that this device showed loss of capture on the atrial port but had good sensing, impedances, and no noise was noted on the electrocardiograms. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post quality assurance laboratory the device passed longevity calculations. The device was put through a series of automated tests, which verified the performance of pacing, sensing, and recording functions of the device, and no issues were found with the atrial channel. Next, pacing, sensing, and shocking functions were verified. Laboratory analysis concluded that this device functioned normally and battery depletion was not be confirmed.